Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving 10 mcg/ml clonidine at a dose of 0.666 mcg/day, 20 mg/ml bupivacaine at a dose of 1.332 mg/day, and 30 mg/ml morphine at a dose of 1.998 mg/day via an implantable infusion pump for non-malignant pain. It was reported that the patient's pump was implanted on (B)(6) 2015 and some time since then the patient's managing healthcare professional (hcp) lowered all of the pump medication because it was too high. In (B)(6) 2016 the patient's hcp was trying to get the patient from a pain rating of 3 out of 10 down to a 0 and did a spinal injection of bupivacaine. The patient had a very bad reaction to the spinal injection of bupivacaine. The patient's family member stated that the hcp said too much of the medication went into the capillaries and the patient was very sick for a couple months from the spinal injection. In (B)(6) 2016 the patient was put on oral steroids because of the spinal injection reaction. The patient started getting better after the oral steroids were prescribed but the patient's pain never went back down to its original lowness and the patient was currently at a pain rating of 5 out of 10. The patient's last refill was done in (B)(6) 2016 and that was when the hcp changed the medication around a little bit and increased the medication. In (B)(6) 2017 the patient started having new back issues, the patient was laying in bed and went to raise his leg to pull his sock up and felt a sharp pain up his left. There was also an issue with numbness in the right leg. The hcp thought it may be a disc and the patient was going for a cat scan as soon as they can schedule it. On (B)(6) 2017 the patient saw the hcp but the hcp had to go out on an emergency and they didn¿t get time to ask the hcp directly about using a tens unit.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.